Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that nurse was opening cement as part of set up for knee surgery. When opening unsterile portion of cement packaging, the outer seam ripped such to contaminate inner sterile packaging. No adverse events have been reported as a result of this malfunction